Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an out of box failure with the safety disk which failed the pim leak check test. The safety disk which was being tested failed the all manifold test, and the pim portion. Tried troubleshooting the safety disk on a good unit and the disk failed the same test. There was no patient involvement. Related to (B)(4). (Out of box safety disk failure).

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information: (B)(6). A getinge field service engineer (fse) had troubleshooted the safety disk on known good getinge owned unit, currently onsite and disk failed the same test on the unit. Tried the safety disk included with cardiosave, safety disk, on cardiosave, and successfully completed an all manifold test without exception, thus narrowing down issue to the listed safety disk. There was no patient involvement, and no adverse event reported. Inspection of the safety disk was completed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage observed. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the failure of the safety disk failing the all manifold test. The safety disk failed the membrane differential pressure test reading -13mmhg, the factory specification is +-6. The safety disk failed testing. Sending the safety disk to the production department for failure analysis per procedure number (B)(4). The safety disk is no longer going to production for further investigation. Final investigation is completed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.